Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was exposed to moisture and could not see the screen. Blood glucose value was unknown at the time of the incident. Troubleshooting was performed but did not resolve the issue. The device will be replaced and returned.

Manufacturer narrative:
Insulin pump received with minor scratch on lcd window and moisture damage on the electronic assembly. No moisture damage on the motor, keypad, battery tube or vibrator during visual inspection. Insulin pump passed displacement test and self test. (B)(4).